Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the clip did deploy; however, there was difficulty in removing the device. An angiography was performed and the puncture and the vessel were adequate. All the steps were followed without problems. The steps for removing the device were followed per the instructions for use (IFU) but the device could not be removed. The device was opened (disassembling the device) and was removed from the artery. Hemostasis was achieved with the clip. The pt was discharged home and there were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.